Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided indicated that the plunger bent as the healthcare professional tried to push the lens out.

Manufacturer narrative:
(B)(4). A video demonstrating the reported injector problem was provided to rayner. Following a review of the video content our research and development team stated "our injection systems are designed to be used with the loading bay closed only. Closing the flaps creates a continuous internal bore that guides and supports the plunger during injection. Depressing the plunger without first inserting lens/ovd and closing the flaps can result in device failure." The healthcare facility has confirmed that the video provided was for demonstration purposes only and that the injector was operated as per the instructions for use (IFU) (i.e. With the flaps closed). The plunger bending during use may indicate that the flaps were not fully locked at the time the plunger was depressed. Rayner intraocular lenses limited has contacted the healthcare facility to gain add'l info on the reported event; however, as yet has not received any response. The healthcare facility has returned a quantity of injectors to rayner; however, have not identified product as being associated with one surgery or one healthcare professional. The results of any device analysis performed as part of this investigation will be provided in a f/u report.